Event description:
It was reported that the dignishield was introduced into the patient, but if it was leaking, the nurses inflated the cuff to the recommended volume, but in the next shift they checked the volume, because it continued to leak, the cuff was smaller in volume. They did this process a few times. And one of these times, when connecting the syringe to test the cuff volume, the connection came out, and it was no longer possible to deflate the cuff and remove the catheter from the patient. After waiting for the cuff to deflate, it was possible to remove it. Then a new catheter was passed on that presented the same problems, of leakage and inflation of the cuff. Per follow up information received via ibc on (B)(6) 2025, stated that no additional impacts had been reported, other than the inconvenience of had to replace two new devices. Anvisa was notified, but the customer did not yet had the notification number and would send it to them via email as soon as it was available. They did not had this type of sample evidence, as the product had been discarded. There were only two units of dignishield and with the same patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: collection bag connection a. Attaching the collection bag: 1) attach the collection bag to the piston valve connector on the catheter by pulling back on the green trigger switch and engaging the piston valve connector onto the collection bag hub socket. 2) ensure that the green ring at the base of the collection bag hub socket is not visible. The green ring at the base of the collection bag hub socket will not be visible when the piston valve is properly connected. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield was introduced into the patient, but if it was leaking, the nurses inflated the cuff to the recommended volume, but in the next shift they checked the volume, because it continued to leak, the cuff was smaller in volume. They did this process a few times. And one of these times, when connecting the syringe to test the cuff volume, the connection came out, and it was no longer possible to deflate the cuff and remove the catheter from the patient. After waiting for the cuff to deflate, it was possible to remove it. Then a new catheter was passed on that presented the same problems, of leakage and inflation of the cuff. Per follow up information received via ibc on 06may2025, stated that no additional impacts had been reported, other than the inconvenience of had to replace two new devices. Anvisa was notified, but the customer did not yet have the notification number and would send it to them via email as soon as it was available. They did not have this type of sample evidence, as the product had been discarded. There were only two units of dignishield and with the same patient.